Event description:
Pt received small skin burn on the interior aspect of the knee. This came as the result of the insulation of the cautery device being sheared back by another surgical instrument, which was being used to direct the rotation of the cautery tip.